Manufacturer narrative:
Updated data: b5 h6 - ime codes e0611 and e2343 are no longer applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that no heart failure or hemodynamic instability occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an evolut r 34mm transcatheter heart valve experienced severe aortic insufficiency (ai) approximately 7 years and 8 months following valve implant, leading to heart failure and hemodynamic instability. The patient required hospitalization due to these complications. The mechanism of failure was identified as severe ai in the evolut valve. A transcatheter aortic valve replacement (tav in tav) procedure was scheduled, involving the implantation of a non-medtronic valve within the failed valve. A computed tomography scan was conducted for review by the imaging team, confirming the severe ai and the need for the valve-in-valve procedure.